Manufacturer narrative:
The lens has not been returned to b&l for evaluation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that approximately four months post implantation, the lens haptics bent/crinkled and the pt presented with posterior capsule opacification. A yag was performed to address the reported issue.